Event description:
The display went blank twice during a turp procedure. The staff was unable to reboot it. There was another screen available on a different stack. The procedure was extended because of the issue and was completed using the screen on the other stack.

Manufacturer narrative:
There have been similar complaints in which we noticed that the customer had not connected the potential equalization (poag) connector. In this issue our service engineers have detected that the poag was connected, but not in the correct way. We believe that this has caused the signal loss.

Manufacturer narrative:
It has been confirmed that the poag was not connected, despite barco's instruction to do so. We have reached out to the customer and have been provided with some additional information: - this was only happening at this one hospital in one particular theatre, that is being used with diathermy tools. - it happens on any replacement mdsc-8231 mna monitor that is in this theatre. - it always happens at the end of the day, between 4pm and 5pm. - currently they have removed these monitors from this room and are using the olympus monitors on the diathermy stack for these procedures. The affected device was not returned to barco.